Manufacturer narrative:
Results - eval of the returned product does not confirm the reported issue. However, the zipper slider body is open on the left side pt access window. There are broken stitches in the upper right side of the panel and the window netting has a tear. (B)(4).

Event description:
Customer reported the zipper slider is broken from zipper located on the left side panel. Customer did not provide a date when the issue was found. No pt incident or injury reported.